Event description:
Information was received from a patient via a manufacturing representative (rep) with an implantable pump for non-malignant pain. It was reported that the pump was explanted due to an infection. The rep did not know about the infection or explant until they arrived for the new device implant. The rep was unaware of the removal as when they showed up for the replacement, registration showed that they still had an active pump. The patient did not know the date. The patient did not have any details as it was years ago and they did not remember. The rep was unaware of any factors that may have contributed to the infection as the patient did not remember. They did not know if any troubleshooting occurred. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2023. Product ID 8785 (lot: hg7cb9q); product type: 0184-catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.